Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead had externalized conductors when the patient presented for a normal generator change. The externalized conductors were confirmed via fluoroscopy proximal to the rv coil. The lead remains implanted and in service. The patient was stable following the procedure and will be followed normally.